Manufacturer narrative:
(B)(4).device passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss and low battery alert less than 1 week confirmed in long trace, problem isolated to electronic assemblies.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had to change two sensors because of power loss transmitter. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.